Event description:
Pt underwent an anterior cervical fusion c6/7 with tricortical iliac crest allograft. She was discharged home with a cervical collar and no lifting over 20 lbs. The pt began experiencing neck pain and evaluation showed a fracture of the cervical plate. On 7/17/97, the pt underwent a redo fusion of the c6/7 level with instrumentation including tricortical iliac crest autograft.